Event description:
The manufacturer sales rep reported "at the start of the rotation without being in contact with the bone, the burr broke cleanly into 3 pieces. A second burr was given and same result broken in two. Measures/actions taken to complete the procedure: took another motor with another burr of a different reference and batch." The procedure was completed successfully, without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
The manufacturer sales rep reported "at the start of the rotation without being in contact with the bone, the burr broke cleanly into 3 pieces. A second burr was given and same result broken in two. Measures/actions taken to complete the procedure: took another motor with another burr of a different reference and batch." The procedure was completed successfully, without a clinically significant delay; no adverse consequences or medical intervention were reported.